Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was displaying an error code e20. During servicing it was found the autobipolar remained active when it should not. There was no allegation of patient death or serious injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification. The reported condition was not confirmed. It was reported that during pm autopolar calibration the device failed. The reported condition was confirmed. The investigation found that faulty autobipolar board. The investigation isolated the failure to the auto bipolar board, but a root cause was not identified. The autobipolar board was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.